Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
All details still to be determined. Hospital complained that the icp express was not functioning properly so they ended up removing microsensor from patient. Microsensor was kept and will be submitted for evaluation. Icp express was recently returned after being sent in for repairs to depuy synthes repairs.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.